Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were returned for investigation. The returned meter and test strips were tested using a high level control. Qc results: result #1: 2.3 inr, result #2: 2.3 inr, result #3: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4). The initial result at 5:42 p.m. Was 5.2 inr. The repeated result at 5:48 p.m. Was 3.8 inr. The customer¿s therapeutic range is 2.5-3.5 inr.